Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that infusion set was leaking at introducer needle. Customer's blood glucose was 469 mg/dl. Customer would send back infusion sets and they would be replaced.